Manufacturer narrative:
The device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device not available to stryker for evaluation, and no explanation was provided.

Event description:
It was reported by a company representative that a patient developed a post-surgical infection after a procedure with an implant. There are no additional details available at this time.

Manufacturer narrative:
The devices were not returned for evaluation and infection documents (i.e. Laboratory test results) have not been received. Thus, the reported event could not be confirmed. For infection complaints expanded investigations are performed to assure that neither the complained device nor all related manufacturing process steps have caused or contributed to the reported event. All results were documented within the ¿infection complaints - checklist investigator¿ (cmfqf 13-002). No discrepancies were found. To gain more information about the complained event the ¿infection complaints _ checklist customer¿ (cmfqf 13-003) was forwarded to the sales rep. It was stated that the surgeon has told the sales rep in person in a follow up meeting that he doesn't believe the plating system has caused the infection. No further information can be provided.infection is a known adverse event related to this procedure. It has been documented in the instructions for use associated with this device that this type of adverse event may rather be clinically related than implant related.based on statistical evaluation there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue. Therefore, no further corrective and / or preventive actions are deemed necessary at this time. Should further information be available, the investigation will be re-evaluated.

Event description:
It was reported by a company representative that a patient developed a post-surgical infection after a procedure with an implant. There are no additional details available at this time.